Event description:
Patient getting antibiotics in ER. Rn attempted to start IV with 20 gauge. Inserted IV, clamped IV tubing an inch away from hub, and went to flush it. It broke completely off at the hub.====================== manufacturer response for 20 ga bd nexiva IV, bd nexiva (per site reporter).======================reviewing problem.